Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10mg/ml at 1.285 mg/day and bupivacaine 10 mg/ml at 1.285 mg/day via an implantable pump. It was reported that the pump flipping within the pocket. No environmental/external/patient factors that may have led or contributed to the issue were reported. Actions/interventions taken to resolve the issue was a pocket revision, re-anchoring of pump. The issue was resolved at the time of report. Patient's medical history was listed as the following: allergies: lisinopril, shingrix, tetanus and diphtheria toxoid ; medical history: dm ii, vitamin d deficiency, morbidly obese, mixed anxiety and depression, adrenal mass, goiter, cobalamin deficiency, hyperlipidemia, iron deficiency anemia, insomnia, restless legs, chronic pain syndrome, migraines, spinal arachnoid cyst, neuropathy, retinopathy, vitreous floaters, essential hypertension, acute stemi, coronary arteriosclerosis, thoracic and lumbar radiculopathy, fibromyalgia, ex smoker, pcos, osteoarthritis of joint of bilateral hands; surgical history: t4-5 dorsal intradural arachnoid cyst with spinal cord compression, bariatric surgery, catheterization of heart.